Event description:
It was reported that during standard digital subtraction angiography of the right internal carotid artery, the pt experienced transcient spasm and paresis of the left facial nerve. The pt suffered from a hemiparesis on the right-hand side after the angiography. The pt status is unk at the time of this report.